Event description:
It was reported that this pacemaker system had a right ventricular (rv) auto threshold test detected as above programmed amplitude or suspended. Technical services (ts) was consulted and noted intermittent loss of capture at high capture thresholds, an increase in these measurements had started a few months ago. The patient is rv pacing dependent. This pacemaker system remains in service. No adverse patient effects were reported.